Manufacturer narrative:
Note: product reference 4440111 is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Device history record the batch rumber unknown. Summary of investigation: either the involved device nor the imaging was not returned for evaluation the current information are not sufficient to understand this case. Complaints database review: the review of the customer complaints database does not show any increasing trend for infection following access port implantation. Conclusion: the available elements are not sufficient to identify the root cause of the incident. Vein thrombosis is a well-known complication of the access port implantation, documented in the liteerature and considered in the IFU. The global complaint rate for vein trombosis on celsite access ports is low ((B)(4)). No corrective action is foreseen at that time.

Event description:
"Tivad was inserted on (B)(6) 2024. On (B)(6) 2024, the patient went to the general practitionner as her right arm (side of tivad implantation) was swollen. On (B)(6) 2024, a duplex ultrasound was performed at the hospital and shower thrombus material in the right basilic vein and minimal thrombus material in the right axillary vein. Anticoagulant therapy was initiated (clexane + xarelto)."

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. New information forwarded by the end customer: involved batch # batch history review: we have checked the manufacturing file of the involved batch of celsite access ports which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of access ports released in (B)(6) 2024. Conclusion: the available elements are not sufficient to identify the root cause of the incident. Vein thrombosis is a well-known complication of the access port implantation, documented in the literature and considered in the IFU. The global complaint rate for vein trombosis on celsite access ports is low ((B)(4)). No corrective action is foreseen at that time.

Event description:
"Tivad was inserted on (B)(6) 2024. On (B)(6) 2024, the patient went to the general practitioner as her right arm (side of tivad implantation) was swollen. On (B)(6) 2024, a duplex ultrasound was performed at the hospital and shower thrombus material in the right basilic vein and minimal thrombus material in the right axillary vein. Anticoagulant therapy was initiated (clexane + xarelto)."